Manufacturer narrative:
Through follow-up communication with the technician livanova deutschland learned that it is likely that the defective pump electronics caused the error code outbreak and damaged also the distribution board.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the issue. He replaced the patient pump 2 but the unit was still displaying the reported error code. Thus, he replaced the distribution board and was able to solve the problem. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an error code was displayed on the patient side of a heater-cooler system 3t during the cleaning procedure. There was no patient involvement.